Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's age not provided/unknown. Patient's weight not provided/unknown. Event date not provided/unknown. Reporter's first name not provided/unknown.

Event description:
It was reported that the abutment screw (iuniht) loosened. Tooth location 19.

Manufacturer narrative:
One certain titanium hexed screw was returned for inspection . The collars, drive feature, and body are noted to be worn, indicating use. The threads are similarly worn. The reported event is not verifiable with the information provided. Screw malfunction was unconfirmed following inspection of the returned devices. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No unauthorized deviations or non-conformances which could cause or contribute to the reported event were documented as part of the DHR. Lot was inspected and accepted by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. The following sections have been updated: device identification: expiration date, UDI: (B)(4). Device evaluated by manufacturer: change "no" to "yes."

Event description:
No further event information available at the time of this report.